Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated one of her blood glucose readings, the most recent one, was not stored in the contour next ez memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.